Event description:
The customer reported that the 9800 sys displayed poor image quality. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep calibrated the camera and collimator, and checked mainframe voltages. The sys was tested and is operating as intended.